Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot #73b1700269 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler stuck during use. There was no patient injury.

Event description:
It was reported that the stapler stuck during use. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appears used as there is biological material present on the device. The staples appear to be properly aligned. The stapler was returned with 20 staples left in the cartridge indicating that at least 15 staples have been fired by the end user. Reference file (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon full engagement of the trigger, the first staple was unable to properly form. The device was disassembled and it was found that the cover block was partially detached from the trigger which prevented the staple from properly forming. The cover block was manually reattached to the trigger and the stapler was reassembled. The remaining staples were all able to fire properly. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired into the foam were able to be properly applied. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the root cause of this complaint could not be determined. It could not be determined how or when the cover block became partially detached from the trigger. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that these issues were present at the time of manufacturing assembly. The reported complaint of "stapler jamming" was confirmed based upon the sample received. The sample was returned with the cover block partially detached from the trigger. This prevented the stapler from functioning properly. However, the cover block was reattached to the trigger and the stapler functioned properly. All staplers are 100% inspected at manufacturing for firing at the time of manufacturing assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. It could not be determined how or when the cover block partially detached from the trigger. Therefore, the root cause of this complaint could not be determined.